Event description:
It was reported that prior to an unknown the max button of the disposable would not work. When activated with min button, it created the "reactivate" error. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device was found in good physical condition. The device was attached to a gen11 and passed pre-run testing. During functional testing, the max button had no tactile feel and had intermittent activation and the min button ¿ stuck closed, confirmed continuous activation. The device was disassembled and corrosion was found under the max dome. There was also debris found under the fep and in between the plastic parts. The debris found on the plastic parts could be either from extended and repeated use or from a decontamination process.